Manufacturer narrative:
An s-rom(a) hip stem was returned along with a mating 28 mm elite head and a 28 mm x 50 mm ultamet metal insert for evaluation. The mating femoral sleeve was not returned for analysis. The articular surfaces of the femoral head and metal insert appeared unremarkable with normal scratching on both. The femoral neck taper shows areas of discoloration and black debris suggestive of fretting corrosion deposits. Comparison to the goldberg criteria for corrosion and fretting scores suggests a score of 3. The x-ray eds spectra and elemental maps from typical areas of the dark deposits on the neck taper. Eds analysis suggest these deposits are oxides of chromium and molybdenum. The femoral head shows extensive black deposits within the female taper and on the chamfer surface leading into the mouth of the taper. It was assigned a corrosion and fretting score of 4 according to the golberg criteria. X-ray images received are not dated, but it is stated that they are pre-revision. Abduction angle of acetabular cup cannot be properly determined to identify proper placement with the x-rays provided; the bilateral ischial tuberosities must be visualized to measure abduction angle, and only one is seen in the x-rays provided. There appears to be an osteolytic defect. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
The patient was revised due to tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction d6, d7. The returned products were analysed using sem, eds, redlux, cmm, taper scoring, and visual inspection. It should be noted that the redlux optical scan is an un-validated technique. It was merely used for informative purposes. It should also be noted that two values were obtained for taper scoring using the goldberg scale. Since this is a qualitative technique some variance is expected, and the results seen for the taper are not significantly different to one another. A review of manufacturing records and complaints database did not identify any anomalies. The returned x-ray and products were transferred to bioengineering for review. A report was received from bioengineering stating that damage was seen in the head/taper as noted by the complainant. It is not possible to establish what caused the pseudotumour and why it was located partially in the bone. The lysis of the bone was reported at the same time as the right fracture so the fracture does not appear to be the cause of the issue. The root cause of the complaint is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.